Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an unclear image. This event occurred during inspection for use. There were no reports of patient involvement.